Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se discovered that the ventilator was failing with an "air offset out of range" error and also failing the "flow sensor calibration" test. The se replaced the exhalation flow sensor (evq). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a ventilator inoperable alarm condition. The ventilator was not in use on a patient at the time the event occurred.